Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the balloon folds returned expanded with crystallised contrast was evident in the balloon. The proximal balloon bond was necked. The distal tip was severely stretched. It was not possible to inflate the device due to necking of the proximal balloon bond, therefore deflation testing could not take place. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no difficulties noted when removing the protective sheath or packaging stylette. No resistance was noted while advancing the device to the lesion. 6 atm of pressure was applied during inflation and no difficulties were noted. The device was not moved or repositioned when inflated. Deflation difficulties were encountered after the first inflation. It was indicated that excessive force was used when pulling the device from the patient. The concentration of contrast/saline used was 1:1. Correction to 9612164-2020-01004: section b3: (B)(6) 2020. Section g4: 2020-03-02. The lesion was non-tortuous and non-calcified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one euphora rx ptca balloon catheter to treat a lesion exhibiting 70% stenosis located in the proximal left anterior descending (lad) artery/diagonal branch. The device was inspected with no issues noted. Negative prep was performed with no issues noted. It was reported that balloon deflation difficulties occurred. It was stated that the device would not deflate at the lesion site and the balloon had to be pulled out with force. The patient was reported to be alive with no injuries.